Event description:
It was reported that the patient had received inadequate therapies and that "the patient is with his left arm in action." The rv lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was originally reported that the patient received inadequate therapies and that "the patient is with his left arm in action." The lead was explanted and replaced with the same model. Additional information was subsequently received reporting that the patient received inappropriate shocks as he cleaned out a frying pan with his left arm. There was no patient injury.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; partial lead in segments analyzed. Other: it was originally reported that the patient received inadequate therapies and that "the patient is with his left arm in action." The lead was explanted and replaced with the same model. Additional information was subsequently received reporting that the patient received inappropriate shocks as he cleaned out a frying pan with his left arm. There was no patient injury. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event shock, inappropriate.